Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the device locked onto the cystic artery. When pulled, the artery was torn. Cautery and another clip applier were used to complete the case with no pt consequence.